Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the unit will not light up on setting 4 and 5.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device issue of the unit will not light up on setting 4 and 5 could not be duplicated, so the original complaint issue was not able to be confirmed.

Event description:
The provider states the unit will not light up on setting 4 and 5.